Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead implanted (B)(6) 2008; 6947 implantable tachy lead implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the left ventricular lead had low impedance due to possible insulation breach. The lead was explanted and the physician reported insulation wear with high impedance measurements. The lead was replaced. No patient complications have been reported as a result of this event.